Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar difficult to remove protective sheath incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the protective sheath was unable to be removed from the nc trek. This device was not used. There was no patient involvement. Another nc trek was used to complete the procedure. There was no additional information provided.